Manufacturer narrative:
H10: the actual device was not available; however, a diagram of the sample was provided for evaluation. A visual inspection was performed to the diagram which indicated that the leak was located between the tubing and the bushing. Based on the diagram provided, the reported condition was verified. The cause of the condition could not be determined; however, potential causes are an improper manual assembly, a damaged or out of specification component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set started to spray and drip solution on the floor. The issue occurred during chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.